Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump unexpectedly delivered 65 units of insulin. Contact disconnected customer from the pump. There was no reported impact to customer's blood glucose. No additional information was provided. Tandem quality engineer confirmed pump data had not been uploaded for review. Although multiple attempts were made by tandem technical support and tandem clinical diabetes specialist to contact the customer's parent for additional information, no reply was received.